Event description:
(B)(4). The dealer reported that the rpl450-2 battery powered lift with power opening low base legs actuator had sheared, and it was prevented the legs to open. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although five different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Manufacturer narrative:
Further review of this event found the reported problem (non-functioning lift legs) would have disabled the user from using the device in any capacity. This event has been deemed not reportable.